Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the scope was opened, it was bent at one part. When it was set up and trying to focus, the scope was showing a weird image that must have been the inside of the channel scope and not actually the suture packet they were trying to focus on to set it up.

Manufacturer narrative:
The channel neuroendoscope had a break in the tubing. Therefore, the functionality testing could not be performed due to the damaged. It is not known how or when this damage occurred. The instructions for use cautions, ¿handle channel neuroendoscope with extreme care. Do not bend or squeeze the reinforced fiber optics shaft; this could result in fracture of the fiber optic bundle. Damage to the fiber optic bundle with result in decreased illumination in the field of visualization, or loss of image or distortion of the image.¿ if information is provided in the future, a supplemental report will be issued.